Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04629, 0001822565-2017-06462, 0001822565-2017-06463, 0001822565-2017-06465. Concomitant product(s): unknown nexgen bearing. Unknown nexgen femoral. Unknown nexgen tibial tray. Unknown nexgen patella. Initial reporter: kajetanek, c., bouyer, b., ollivier, m., boisrenoult, p., pujol, n., beaufils, p. ¿mid-term survivorship of mini-keel versus standard keel in total knee replacements: differences in the rate of revision for aseptic loosening¿ orthopaedics & traumatology: surgery & research 102 (2016) 611-617. Report source: (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 5 patients had expired. There were no indications of device complications. Attempts have been made to obtain additional information and further information is not available at this time.